Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The investigation of the pod data found that it was deactivated after second prime. The needle mechanism assembly showed no damages or deficiencies that would contribute to an early deployment. Though no issues were observed, it could not be determined when the needle mechanism deployed. Therefore, the cause of the reported needle mechanism failure event could not be determined.